Manufacturer narrative:
Complete information for patient information, patient identifier = sid= (B)(6). Updated postal code (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium and creatinine results on alinity c processing module for multiple patients. The results example provided were: sid (B)(6) initial sodium=116 mmol/l /repeated on other analyzer=140 mmol/l sid (B)(6) initial creatinine=0.749 mg/dl /repeated on ac03937=2.197 mg/dl /after troubleshooting repeated on ac03824 from heparin tube=2.158, 2.157, 2.158 mg/dl; from serum tube=2.146, 2.128, 2.168 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
During site visit by abbott field service (fsr), the alinity c processing module, ac03824 was inspected, and several troubleshooting were performed. A specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. The 12-month search for similar complaints did not identify an adverse trend related to the current complaint. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The alinity ci-series operations manual addresses operational precautions, limitations, troubleshooting, and system technology limitations. The operations manual also addresses troubleshooting of erratic sample results. Based on the investigation, no product deficiency was identified for alinity c processing module, serial number (B)(6).